Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 41 mg/dl. The customer had called to inquire about his meter and its compatibility with the insulin pump. He was unable to transfer the blood glucose reading from the meter to the insulin pump. Another blood glucose reading was 242 mg/dl; unable to determine when this second measurement was taken. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.